Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. Customer's blood glucose level was 111-112 mg/dl. Reportedly, the customer continued to use their pump for insulin therapy.